Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 cubies were showing a failure with the error message "duplicate address". Tried reboot but issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 6.1 cubies were showing a failure with the error message "duplicate address". Tried reboot but issue persist. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 6.1 cubies showed a failure with the error duplicate address. A field service engineer (fse) replaced the module and drawer controllers, but the issue remained. Tray swapping trays also failed to resolve it. The fse then guided the customer through a recovery procedure involving unloading and reloading medications to clear failed storage entries. All hardware test application (hta) tests passed, and the customer successfully reloaded the meds. The system functioned as intended after the field service engineer repaired the device.